Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap roux-en-y, the hand activation buttons did not activate the device. Another like device was used to complete the case with no pt consequence.